Event description:
It was reported that upon receipt of the device, it was observed that there was a piece of foreign debris found inside of cap covering the tip of the smoke evacuator pencil. There was no patient involvement, no delay, no medical intervention, and no adverse consequences. Upon further investigation it was determined that this event is not reportable event.

Manufacturer narrative:
Correction: b5: updated executive summary to clarify this is not reportable event. Additional information: d4: full UDI added h6: the quality investigation is complete.

Manufacturer narrative:
H6: a follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that upon receipt of the device, it was observed that there was a piece of foreign debris found inside of cap covering the tip of the smoke evacuator pencil. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.